Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit exhibited pressure automatically increasing. The issue occurred during set up or inspection for use. There were no reports of patient harm.

Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed via error log review but the malfunction could not be reproduced during the device evaluation. It is likely external force during trocar puncture and/or improper trocar insertion led to the malfunction, however, there was no device problem found that may have contributed to the event. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: [caution/warning regarding phenomenon 1] (5.8 insufflation) {warning} when a veress needle is used, select low flow mode before insufflation. Insufflation in other modes is dangerous because the cavity pressure may exceed the set pressure. Perform the syringe test, etc. To confirm that the veress needle is properly inserted into the cavity, when a veress needle is used. Improper insertion may result in complications such as subcutaneous emphysema or gas embolism should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.